Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis- spinal stenosis procedure: cervical fusion level: c5/6 it was reported that intra op, the handle of the product broke while nibbling away spinal disc material. No fragments remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: product analysis: visual and optical examination of the instrument confirms the handle is broken, with the fracture surface displaying a quasi-brittle fracture with riverlines through the cross-sectional area, consistent with lateral bend stress overload. The morphology of the fracture suggests the direction of fracture. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.